Manufacturer narrative:
The reported event of calcification could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined. Calcification is a known event associated with tissue heart valves.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2011, sjm trifecta valve was implanted. On (B)(6) 2018 valve deterioration, calcification was noted. On (B)(6) 2019, the valve was explanted and exchanged for a magna ease valve. No patient consequences were reported. (Clinical study patient ID: (B)(6) - (B)(6) study, (B)(6)).